Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, it was additionally reported: patient suffered complications associated with the mesh, including but not limited to, abdominal pain, extrusion, protrusion, urinary issues, recurrence, bleeding, inflammation, neuromuscular problems, pelvic floor dysfunction, vaginal scarring, permanent disfigurement, and difficulty with daily activities.

Event description:
As reported to coloplast, though not verified: the patient reportedly had a supris implanted in (B)(6) 2019. Reportedly, the patient and their partner experienced feeling the vaginal mesh during intercourse and it cut partner. The patient also experienced constant pelvic pain/pressure/pulling that shot to bilateral groins and worsened with sitting/intercourse/straining during voiding or bowel movement, urinary leakage and suburethral mesh exposure. Patient underwent examination under anesthesia and removal of device.

Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.